Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used and nebulization via aerogen was not possible. The root cause of the reported problem could not be determined as there is not enough detail. After a reboot the device worked again as intended. It was agreed to close the complaint and to contact hamilton medical again if the problem recurs. There was no patient or user harm. Hamilton fm 653570 rev. 01 medical page 4 of 5 investigation report (remediation) confidential complaint nr. (B)(4).

Event description:
Aerogen not working.